Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A healthcare professional reported that the system displayed a system message and there was no phacoemulsification power. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative replaced the u/s module and reseated multifunctional in/out put (mfio) printed circuit board (pcb) connections as a preventative measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 13, 2015. Based on qa assessment, the product met specifications at the time of release. The reported event was unable to be replicated as the system was found to meet specifications. Therefore, the cause of the reported event remains inconclusive. (B)(4).